Event description:
According to the facility on (B)(6) 2022 during a tonsillectomy and adenoidectomy a burn injury occurred on the patient's right lip while using a cautery pencil.

Manufacturer narrative:
According to the facility on (B)(6) 2022 during a tonsillectomy and adenoidectomy a burn injury occurred on the patient's right lip while using a cautery pencil. Per the facility the burn happened after removal of the left tonsil and there was 'char noted where the cautery tip was attached to the hand piece'. Per the facility, 'the cautery tip was checked and it appeared to be completely inserted without any loose gases'. According to the facility the burn injury was superficial, and 1% lidocaine with epinephrine was given for postoperative/burn pain management. Bacitracin was then applied to the burn. Per the facility the patient is reported to be doing fine and there was no impact to the procedure or staff. The sample is available and is pending evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.